Event description:
Same case as:2134265-2014-06669. It was reported that a guide wire fracture occurred. The target lesion was located in the ostium of an extremely calcified right coronary artery. A 1.50mm rotalink¿ plus and a floppy rotawire were selected for treatment. During the procedure, the burr was spinning outside the patient and the burr sheared off the wire. The procedure was completed with another of the same devices. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. The complaint device was not returned connected to the catheter. A visual examination of the device observed that the advancer knob was locked upon in a forward position. The handshake connection of the advancer was inspected and was observed to be damaged. The handshake connection of the catheter was inspected and no damage was observed. The annulus of the burr was inspected and was observed to be damaged. A test guide wire would not load through the device due to the damage to the annulus. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the wire was stuck in the burr.